Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted an +18.5 diopter cc4204bf collamer single piece lens and the trailing haptic was torn. The lens was removed with no patient injury and the backup lens was implanted. The reporter indicated that the cause of the torn haptic was due to the cartridge and foam tip plunger. The patient's current condition is good.